Event description:
Multiple events reported by customer: 1 of 4. On (B)(6) 2015, baxter englewood technical support was contacted by nutritional parenteral home care, to report a leaking total parenteral nutrition (tpn) bag. The bag was reported to be a 2000ml tpn therapy bag, model number 740. The tpn therapy bag is used to infuse tpn solution to patients. The bag documented in this report was compounded by nutritional parenteral home care, and delivered to a patient for in-home therapy. The leak was discovered by the patient, post-delivery, but prior to infusion. No adverse events occurred. The bag was returned to nutritional parenteral home care, who then returned the device to baxter englewood for quality engineering evaluation.

Manufacturer narrative:
Method: actual device evaluated. Visual inspection. Results: device performed according to specifications. Conclusions: user error caused event.